Event description:
Indication: common variable immunodeficiency, unspecified. Pt reports his freedom 60 pump (serial number: not specified; maintenance due date: not specified) broke during his hizentra infusion. No further details regarding how pump is broken were provided. Pt stated he attempted to manually infuse without success. Pt was not able to finish completing his infusion and had to waste remainder of medication. Pt only received about 12 grams out of 22 grams that was supposed to be infused. No adverse event(s) reported. Pharmacy replacing pump. Pump associated with event available for return. No further info. Reported to (B)(6) by patient/caregiver.